Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. It was reported that there were a large amount of thrombus in the wall of the aneurysm. The procedure ended with no issue. On (B)(6) 2009, the patient developed paraplegia. Drugs were used for therapy. On (B)(6) 2009, rehabilitation started. The physician stated that the event was related with the manipulation and the thrombus in the aneurysm.